Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer¿s blood glucose (bg) level was 668 mg/dl. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) for elevated bg on (B)(6) 2023. Customer was treated with intravenous fluids of saline and insulin to address elevated bg. Customer was released from the ICU on 10/12/2023 with the issue resolved; however, hcp identified customer had cardiac and renal failure. Customer continued to use the pump for insulin delivery.